Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging hat there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2017 with the following findings: a review of the pump¿s black box and alarm history showed multiple call service 162 (loss of prime) alarms with low non-zero force. During testing, the pump successfully completed the ez-prime steps without any call service alarms or issues. The original complaint of a call service alarm issue was noted in the pump history but unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.